Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per drop (B)(4). Sensor failed per spec due to low readings.

Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The pt's blood glucose level was at 89 mg/dl. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer was sent to new sensor. No further info was provided.